Manufacturer narrative:
(B)(4) (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment details were not reported. Action taken with physioneal and nutrineal therapies were not reported. At the time of this report, the patient had recovered. No additional information is available.